Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display after receiving new battery cap. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the display was flashing after a battery change. Customer stated that the display was not flashing when insulin pump was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.